Event description:
A patient who began dialysis treatments less than one year ago frequently experienced headaches approximately 2-3 hours into the treatment, but not every treatment. The pt has a history of hypertension and at times there is a correlation with the headache and hypertension. Immediately following a dialysis treatment the pt was admitted to the hospital and treatment for pulmonary edema, diabetes and headache. The pt was hospitalized for several dys and the cause of the headaches was not determined. The pt has continued dialysis with a different dialyzer and although the headaches have improved, he still occasionally experiences headaches during dialysis. Neither the phoenix machine nor the disposables used at the time of this event were inspected. MFR ref #9616240-2015-00001.